Manufacturer narrative:
G4: 01oct2020. B4: (B)(6)2020 . Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Complaint determined not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported the nav ring is not working. There was no patient involvement.